Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a high blood glucose level of 572 mg/dl. The customer had the continuous glucose monitoring system and a lost sensor caused his blood glucose level to go up. His most recent blood glucose level was 241 mg/dl. He also reported that the insulin pump was not communicating with the transmitter. The product will be returned. Nothing further to report.